Event description:
It was reported that the infusion device produced an occlusion error/alert message during the delivery of a meal bolus. The customer was not aware that the occlusion error had occurred until they started having symptoms of hyperglycemia. As the customer was unable to lower their blood glucose immediately, they went to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was at two different hospital's over a total of five days and was treated with insulin. The customer is now stable and has switched to multi-injection therapy.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.